Event description:
Caller states that pins 3 and 7 are blackened on the inform meter. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Suspect device: inform meter.